Event description:
Medtronic received information that during the loading of a transcatheter bioprosthetic valve, severe bleeding at the access site was noted due to failure of a previously placed perclose device. Despite manual hemostasis, bleeding continued. As a result, internal tamponade of the lesion was performed from the left femoral artery arterial access using an armada balloon in conjunction with manual compression. Digital subtract angiography demonstrated no evidence of contrast extravasation. A right common illiac artery antegrade dissection was also noted which was treated with a self-expanding stent. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).